Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of sensor pod, the sensor wire remained in patient's skin. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.